Manufacturer narrative:
H3, h6: the device intended to be used in treatment has not been returned for evaluation. The photo provided confirms a relationship between the device and the reported event. Silicone remained on the carrier paper reducing adhesion. Root cause has been determined as a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during the set up for a npwt, when the carrier of the pico 7 15cm x 20cm dressing was removed, some of the silicone adhesive removed with the carrier and did not remain on the dressing. Treatment was performed, without any delay, with the same device using fixation strip. Patient was not harmed as consequence of this problem.